Manufacturer narrative:
The product was not retained for investigation. Additional information was requested but was not received. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 regarding a (B)(6) -year-old male patient who was hospitalized for 14 days. No additional information was provided.